Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during a stent implantation procedure on (B)(4) 2012. According to the complainant, the indication for the stent placement was treatment of an esophageal stenosis. The stenosis was located approximately 3cm from the incisors in the esophagus. The patient anatomy was not to be moderately tortuous. During the procedure, when advancing the stent system within the patient, the shaft kinked. The stent was removed partially deployed on the delivery system. The procedure was completed with another ultraflex esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). An initial examination of the returned device noted that the stent was fully deployed. The delivery system was returned with a 0.035 inch guidewire inserted through it. A visual and tactile examination of the shaft of the device noted that it was severely kinked at approximately 285mm proximal to the distal tip. An examination of the deployed stent found that it was fully expanded. It was also noted that the retention suture was missing from the flared end of the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.